Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that a procedure was performed on (B)(6) 2022 for a reduction of a right proximal humerus fracture. During surgery it was decided to place a mul-t-lock nail to reduce the fracture but, when placing the initial guide, it was evident that it was too lateral. Surgeon verified that it was not at the desired point. While repositioning the guide rhymes again, the tuberosity bursts. The specialist decided to pass the nail, the guide is passed and it is verified that this intramedullary nail did not reduce the fracture, therefore the implant was decided to change to philos plate. The procedure was delayed for unspecified amount of time due to plate contamination issue. No further information provided. This report is for one (1) 7mm ti multiloc humeral nail right/cann/225mm-sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part #: 04.016.225s. Lot #: 370p007. Manufacturing site: mezzovico. Release to warehouse date: 12 nov 2021. Expiration date: 01 nov 2026. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.